Manufacturer narrative:
Based on the claim against the product by the customer noting broken/loose cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The 8mm vessel sealer extend was analyzed and found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the distal end. Electrical continuity was performed and passed. No thermal damage was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. No failures were observed during log review. The complaint regarding broken/loose cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observation not reported by site was that the instrument was found to have a broken grip tip. The broken piece, measuring approximately 0.097" x 0.017" in size, was not returned with the instrument. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument's cable near the tip that allows the device to open and close broke. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated the vse was inspected but no damage was noticed. It was a hysterectomy being performed at the time of the procedure. The color of the cable was black but there was no wire exposure. It was confirmed there was loss of cautery. There were no signs of thermal damage at the site of the breakage. The instrument did not collide with another instrument. The damage did not result in a fragment falling into the patient's anatomy. The vse will be returned to isi for an evaluation.